Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that during the postoperative period the pump of the artificial urinary sphincter (aus) device "presented rotation and is located in a position that makes difficult its manipulation and will require use of the accessory kit or any other components, but you may need to re-make connections." Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.